Event description:
A customer reported that blood was leaking under coulter lh750 hematology analyzer. The customer was wearing personal protective equipment consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was reviewed, and an exposure control or risk management plan is in place at the facility. No patient result was affected by this event. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The field service engineer (fse) observed a leak coming from the needle vent line. The fse repaired the leak on the needle vent line, retubed the needle assembly, and cleaned the affected areas with bleach. There was no further evidence of leaking. The fse verified repairs per established procedures, and the results met published performance specifications. The affected tubing line carries blood and diluent while in operation, and clenz (cleaner) at shutdown. Root cause for the leak was a cut in the needle vent line. (B)(4).